Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely depressed sodium result generated on the alinity c processing module. The following data was provided: initial result = 116.8 mmol/l, repeat = 135.6 mmol/l no impact to patient management was reported.

Event description:
The customer reported a falsely depressed sodium result generated on the alinity c processing module. The following data was provided: initial result = 116.8 mmol/l, repeat = 135.6 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed multiple troubleshooting procedures including part replacement; however, no definitive part was identified as the cause of the issue. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.